Event description:
Patient with right carotid stenosis who underwent right carotid endarterectomy. The surgical procedure was routine. Following closure of the endarterectomy, 1 kit of floseal was applied to the suture line and was held in position for 1-2 minutes. Hemostasis was obtained. Prior to closure, the surgical wound was irrigated. The surgeon was notified at midnight on the night of surgery that the patient had notable swelling of their incision area. The swelling worsened by 1:30 am at which time, a decision was made to take patient back the or for exploration and possible evacuation of hematoma. At this time, the patient expressed a sensation of having difficulty breathing but with no sign of respiratory distress. In re-opening the surgical wound, there was no hematoma formation but obvious tissue edema. Since the patient had expressed a sensation of breathing difficulty, they were kept intubated post-operatively. The following morning at 09:00, the tissue edema continued to worsen and 100 mg of hydrocortisone was administered. By noon, no improvment was noted and infectious diseases were consulted. Upon their recommendation, they were given both antibotics and ivig. By 2:00 pm the swelling stablized. During the re-exploration, a swab of the incision was taken which showed no signifcant contamination. The swelling extended to the scalp, included the incision line and the ear. During surgery, betadine prep was applied from clavicle to cheekbone, and from behind the ear to midline of the chin. The patient has no history of previous surgical procedure and no known allergies. The family stated that they have a familial history of severe allergic response during surgery but was unable to provide any specifics. Pt was kept intubated, the next day, the cuff on the endotracheal tube (et) was deflated. There was no detectable air leakage around the cuff, which made them suspect, continued swelling of the trachea and the et tube was left in position until the next day at which time, pt was successfully extubated. The surgeon stated they are unsure of what caused this reaction.